Event description:
The patient is scheduled to have their device removed due to protrusion as she has lost a lot of weight. Additional information received noting that the device was checked and is working appropriately. The patient has requested an explant due to severe nausea and weight loss. The nausea is still occurring even with the device off. It was also noted that the patient recently has had some major health issues that are negatively affecting her. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.